Event description:
It was reported that a home patient (hp) failed to follow therapy steps by connecting to a homechoice before priming was completed. The registered nurse stated that the hp was connected, but the catheter was not open. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. This is a report of a use error, where a home patient connected to a homechoice before priming was completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.